Event description:
It was reported that prior to the start of the procedure, the tourniquet pump was intermittently working and not holding pressure. A back-up pump was used to complete the case. There were no reports of any delay or adverse consequences.

Manufacturer narrative:
The pneumatic pump was received at the MFR for eval, but the reported condition of the device working intermittently and not holding pressure could not be duplicated by the qa team.